Manufacturer narrative:
According to the facility the patients foley catheter tubing became disconnected from the balloon requiring an additional foley catheter to be placed. Per the facility the patient returned from the operating room with a foley catheter in place. Per the facility upon assessing the patient a 'few hours later the foley tubing was noted to be disconnected from the balloon. After the incident was noticed an additional catheter needed to be placed. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the patients foley catheter tubing became disconnected from the balloon requiring an additional foley catheter to be placed.